Manufacturer narrative:
The investigation for the "placement signal low" alarms has been completed. Data logs showed the sudden occurrence of "placement signal low" alarms was accompanied by a gradually decreasing placement signal waveform. There were frequent "suction" alarms before and after the "placement signal low" alarms with reduced motor current pulsatility. Otherwise, all optical sensor metrics were within specification. After reviewing the clinical information, it was determined that the cause of the optical signal issue was most likely patient movement since the issue occurred immediately after the patient shifted. The patient's cardiac anatomy was likely a contributing factor. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 69yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after 5 days in use, the pump lost a reliable placement signal. The team attempted troubleshooting and accidentally pulled the pump into the aorta and was unable to re-position the pump. The team medically managed the patient and replaced the pump. There was no patient harm reported.